Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure on (B)(6) 2019, pus was observed on the right side pocket. On (B)(6) 2019, the system on the right side was explanted successfully due to infection. The patient is pacer dependent and a semi-permanent pacemaker was implanted. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.